Event description:
An optometrist reported patient with glare and halos at eight month lasik post-operative visit. Reporter indicated that patient has dry eye due to aqueous deficiency. At visit patient complained of "glare at night making driving difficult". Additional information has been requested. This report references the left eye. An additional report will be filed for the right eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptable criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).